Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is experiencing surging pain in her upper back when her scs stimulation is on and after the stimulation is turned off. An sjm rep met with the patient and observed the patient is receiving stimulation therapy in her legs but not in her back. Reprogramming did not resolve the issue. Follow-up on (B)(6) 2013, identified x-rays taken showed a lead fracture and migration. Surgical intervention may be undertaken at a later date.